Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/15/2016 with the following findings: investigation revealed two cracks in the battery compartment. Unrelated to this issue, the u groove on the back of the pump was damaged and a low profile clip could no longer be inserted. In addition, the pump case was damaged near the upper right corner between the display lens and the cover and between the keypad and the cover.(B)(6).

Event description:
The pump was returned for investigation. Investigation revealed two cracks in the battery compartment. This report is made based on results of investigation completed on 03/15/2016.